Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty liquid crystal display board.

Event description:
It was stated that the display went blank for no apparent reason. Troubleshooting was performed, but the display remained blank. Nothing further was reported.